Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to motor encoder signal out of phase. They were unable to perform the displacement test and verify the prime anomaly due to the motor error alarm. The pump had scratched display window and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported that the pump was unable to prime. The incident was reported via phone call. Blood glucose at the time of incident was 297mg/dl. The customer stated that she just got out of the hospital for back surgery. She stated that the insulin ran out and the she removed the infusion set. The customer stated that the reservoir was stuck in the pump and she tried everything to remove it. The customer manually treated. The customer was asked to rewind the pump and then try priming the reservoir out of the pump. Troubleshooting was not able to resolve the issue. The device was returned for analysis.